Manufacturer narrative:
Visual analysis of the returned uphold vaginal support mesh showed light tool marks and tearing on the distal ends of both dilators and the needle was detached from the solid blue dilator. The detached needle from the solid blue dilator confirms the reported complaint. Visual analysis of the returned capio suturing device showed that the gray handle was cracked. Mechanical testing of the returned capio suturing device showed that it operated freely and smoothly. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable root cause for the needle detachment was found to be operational context. The probable explanation for the tool marks and tearing is that they occurred during the removal of the device. The probable explanation for the cracked handle is that occurred during shipment of the returned complaint sample back to boston scientific.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from mesh leg, outside the patient, when the physician was loading it into the capio device. The procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The patient's age is reportedly "over 50." The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from mesh leg, outside the patient, when the physician was loading it into the capio device. The procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.